Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement through the non-tortuous, non-calcified, proximal left anterior descending (lad) artery, resistance was met with a previously implanted stent, but the ultra stent delivery system (sds) was advanced to the lesion. Once at the lesion, the sds balloon could not be inflated and the stent failed to be deployed. The sds was removed from the anatomy. Outside of the anatomy, the device was tested again, but the balloon failed to inflate. No leak was noted. A different device was used in the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported failure to deploy and inflation issue could not be confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: after the device was removed from the anatomy, the balloon was inflated successfully. No additional information was provided.